Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device had multiple errors, although requested no further information was available. There was no information regarding patient involvement although, it was confirmed there was no health consequences or impact.

Manufacturer narrative:
This report is being retracted as it is a duplicate of the report submitted on MDR # 3003832357-2025-000653. Please disregard this report.

Event description:
This report is based on information provided by a philips remote service engineer, bench engineer and technical engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device had multiple errors. There was no reported patient involvement, therefore no health consequences or impact.

Manufacturer narrative:
New information received that the device was not in use at the time of the event. No patient involvement.

Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device had multiple errors, although requested no further information was available. There was no reported patient involvement, therefore no health consequences or impact.